Event description:
It was reported that during implant, there was no click sound when tightening the setscrew. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.